Event description:
It was reported that the patient presented to clinic with a high, out of range, high voltage lead impedance. No noise was produced with pocket manipulation. It was later reported that a remote transmission was received with an hv lead impedance alert. Programming changes were made and lead remains implanted.